Event description:
It was reported that this right atrial (ra) lead was being repositioned due to dislodgement. During revision procedure, helix issues were exhibited, and helix was turned more times than recommended. The ra lead was successfully repositioned. No additional adverse patient effects were reported.